Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: if it is the instrument that I am thinking about, the jaws of the instrument were not aligned. I can¿t be sure now which instrument it was because there isn¿t enough information here for me to go on. Cables could have been frayed as well, but usually that is what we write down for that issue.